Event description:
A facility reported a dermatome (ID 3539700) was not starting properly during the case. The green lights were coming on the unit, but the hand unit was turned on initially. The light came on, but when activated the light turned off. When attempted to use dermatome on the graft site (left thigh) it was chewing up the skin and getting clogged, it would not go through and a result, the graft was inadequate. The physician attempted 2-3 times then switched to another manufacturer device, however, every time the physician would switch the hand piece on, the green light on the power source would turn off. All the graft attempts were at the same site, no additional graft site was required. They then used a knife of another manufacturer to get the graft. No patient injury reported, and the event did not led to surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10 the dermatome (3539700) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is possible improper technique was at least a contributing factor based on the reported incident, however this is unable to be confirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.